Manufacturer narrative:
Corrected e1 facility name (B)(6) hospital. This report is being supplemented to provide correction and additional information based on the final investigation. The customer's allegation was confirmed. In addition, cable flooding was observed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a cut in the cable. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for follow up #1, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:27:31 edt to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket (B)(4) was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements.

Event description:
It was reported the subject device had a cut in the cable. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the subject device had a cut in the cable. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.